Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not formed, as if the jaws were not aligned and only half the clip formed. Another device of the same product code was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Batch #: m93179. The analysis results found that the er320 device was returned in good visual conditions. Furthermore one malformed clip was received inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 16 clips as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.